Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 018081c001, version #: 4.2.0, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that testing mir (magnetic resonance imaging) accuracy on 2001 for software version 4.3.0.1. Using screw (screw parameters: infinity, fully threaded, 5.5 diameter, and 40 length). Iso centered the screw and took a 3d scan with the following parameters: supine head right, abdomen anatomy, small patient thickness, hd, 20cm scan. Once the scan completed they performed a mir (magnetic resonance imaging) reconstruction. Following protocol and using accuracy spreadsheet. They calculated the accuracy of the tip of the mir overlay to the original tip location. The resulting tip accuracy was 2.05 mm which was above the 2mm threshold, causing the test to fail. When looking at the mir overlay, the tip of the screw was visibly larger than the actual screw tip." There was no patient involvement.

Manufacturer narrative:
H3) the software investigation found that this issue was tracked through issue tracking record mir reconstruction results in a tip accuracy error of being over 2mm" and references to this event had been added to that record. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version: 4.3.0 ubd: , UDI#: h11: further documentation for this event is documented and process in regulatory report: 829454055 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.